Manufacturer narrative:
An event regarding osteolysis involving an unknown gmrs distal femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: no medial records were provided for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision due to tibial osteolysis. In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 11, a female with a dfr due to bone sarcoma. Proximal junction taper subsidence was reported at 16 years post-implant. At 18 years, the patient was revised due to tibial osteolysis. The proximal junction (femur) was not revised.